Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a wound at the implant site and was subsequently treated with topical antibiotics and topical steroids on (B)(6) 2015, for a duration of one week.